Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn: (B)(4). As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0215. Expiration date: 3/28/2023. UDI number: (B)(4). Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided but onset of first symptom was reported at the one month visit. (B)(6) 2018 is provided as a best estimate. Brand name: unknown, not provided model number: unknown, not provided. Serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If explanted, give date: not applicable as the lens remains implanted. PMA - unknown since study is masked, product identifiers were not provided. Device manufacture date: unknown as there is no serial number provided. (B)(4). The device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the complaint product cannot be performed at this time since the model and serial number are unknown. Upon unmasking of the complaint product and receipt of the product identifiers an investigation will be completed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the 6-month clinical study visit, a subject with bilateral implants complained of being slightly bothered by multiple or double vision, causing difficulty with reading, moderately bothered by sensitivity to light causing difficulty seeing, slightly bothered by glare causing difficulty seeing clearly and slightly bothered by poor low light vision, causing difficulty with seeing clearly. Additional information received reported that on the ocular exam at 6-months the subject had mild posterior capsule opacification (pco) and dry eye ¿ superficial punctate keratitis (spk) in both eyes. The monocular best corrected distance visual acuity (bcdva) for right eye (od) was 20/20 and 20/16 left eye (os). (Preoperative monocular bcdva was 20/25 od and 20/25 os). At the 1-month study visit the subject reported sometimes having sensitivity to light that slightly that bothered them but did not have any difficulty because of the sensitivity to light. This report is for the right eye (od). A separate report is filed for the left eye (os).